Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: klinkhammer b. Transcatheter aortic valve replacement after coronary artery bypass graft is associated with increased pacemaker implantation but not reduced overall survival. Cardiol res. 2018 feb;9(1):40-45. Doi: 10.14740/cr684w. Epub 2018 feb 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and suitability of transcatheter aortic valve replacement (tavr) in patients with a history of coronary artery bypass graft surgery. All data were collected from a single center between august 2012 and january 2017. The study population included 337 patients (predominantly male; mean age 79 years), 70 of which were implanted with medtronic corevalve bioprosthetic valves and 11 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 18 cardiovascular deaths occurred within 1-year post implant. No other details were provided. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: post-tavr permanent pacemaker implantation, myocardial infarction, stroke, transient ischemic attack, heart failure exacerbation, moderate aortic regurgitation, moderate-severe mitral regurgitation, periprocedural major vascular complications, periprocedural blood transfusions, and decreased ejection fraction. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.